Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound and mammography. Healthcare professional later reported capsular contracture, baker grade I. The device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture diagnosed by ultrasound and mammography. Healthcare professional later reported capsular contracture, baker grade I. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. And one opening assessed as surgical damage. Additional observations: ¿ crease fold observed. No further actions are required as no manufacturing issues are observed.